Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Boston scientific forwarded a report stating a merit guidewire was used in an afib ablation. During the procedure a spline inversion was noted and was fixed without removing the catheter from the patient, it was also mentioned that the catheter's guidewire lumen was bent. The ablations were completed with the device and then a pericardial effusion was identified in the patient. The catheter was removed from the patient and a pericardiocentesis was performed. No further complications were reported, and the procedure was considered completed prior to the complication occurring. The catheter is expecting to be returned. It was stated that a possible cause may have been that the guidewire may have punctured the myocardium during troubleshooting or due to excessive "wire torque", but a puncture was not confirmed, and no other cause of the tamponade was confirmed".

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and complaint database could not be performed since a lot was not provided.